Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there was any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the lead site and there was a yellow scab but it was no longer draining. The physician thought that the infection was only superficial but did not know exactly the reason why the patient got an infection. The patient was treated with oral antibiotics and frequent visits to the physician's clinic in order to have the site cleaned. It was also reported that the patient was given a new medication for the infection.